Event description:
It was reported that during a post operative check one day post implant of this right ventricular (rv) lead, the patient was observed to have a pneumothorax. It was reported that the pneumothorax occurred at the time of subclavian puncture for implant of the lead. A chest drain was placed and the patient remained hospitalized. All lead measurements were noted to be stable and within normal limits. No additional adverse patient effects were reported. This product remains implanted and in service.